Event description:
It was reported that no audio output occurred. Date of event is an approximation. It was reported by the child that the patient experienced no audio output from the receiver. On (B)(6) 2024, the family called an ambulance after the patient fainted. The reading at that time was not documented. At 4pm, the patient arrived at the hospital and the bg (blood glucose) was 22 mg/dl. The medical staff provided him with unremembered treatment, and he was well enough to go home at 10pm. At the time of the report, the patient was taken care of by family and recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information was received on 2/1/2024.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information date received by mfg - additional information type of report - updated/follow-up type of follow up - additional information codes: type of investigation - additional information.